Event description:
It was reported that bd maxplus extension set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that felt the part of the trifurcate attached crack and had to use a clamp to disconnect the trifurcate from the cvc line.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# mp9220-c and lot# 25085197 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06aug2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.